Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 09-feb-2026. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A deflection test was performed, and the device was deflecting within specifications. No deflection issues were observed. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter, suggestive that excessive force manipulation was applied. A device history record evaluation was performed and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The hemostatic valve dislodged is unrelated to the event reported. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿deflection¿ issue. Investigation findings: separation problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the biosense webster inc. Analysis finding of the ¿hemostatic valve dislodged¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve dislodged. Deflection issue. During the procedure, the device was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-mar-2026, observed the hemostatic valve dislodged inside of the hub component. The event was originally considered non-reportable, however, bwi became aware of the hemostatic valve dislodged on 06-mar-2026 and have assessed this returned condition as reportable.